Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image cut off during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image quality is poor, and a leak was detected in the plug unit. A definitive root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reportable malfunction by the customer and the additional malfunction found during device evaluation is traced to component failure. Olympus will continue to monitor field performance for this device.